Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not moving as expected or grasping tissue as expected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the site said that the instrument had a tag stating that during the case the instrument wasn¿t moving as they were expecting and they weren¿t able to grasp tissue as expected. They obtained a new instrument and continued forward with the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Visual inspection and manual articulation of instrument did not reveal any issues. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.